Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that during the implant attempt the physician attempted to reposition the lead after measuring high impedance in the original position. During repositioning the lead's helix did not re-extend after about 20 rotations. The lead was explanted and a new lead was used to finish the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.